Event description:
The tech alleged that the pts right brake caster is not locking. No pt impact.

Manufacturer narrative:
The tech found the brake caster inoperative due to normal wear. The tech replaced the right brake caster to resolve the issue.